Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (stroke) for the same patient involving two separate products; associated MDR # 1225714-2013-01729.